Manufacturer narrative:
Report source: literature article titled: "vertebroplasty and kyphoplasty: complementary techniques for the treatment of painful osteoporotic vertebral compression fractures. A prospective non-randomised study on 154 patients" by alessio lovi, marco teli, alessandro ortolina, francisco costa, maurizio fornari, and marco brayda-bruno. Method - device not returned, internal review of literature, follow-up with author.

Event description:
In a literature article titled "vertebroplasty and kyphoplasty: complementary techniques for the treatment of painful osteoporotic vertebral compression fractures. A prospective non-randomised study on 154 pts", the following events were reported: "cement leakage outside the vertebral body was observed in 29 out of 199 vertebra". Two cases of asymptomatic cement leakages into the perivertebral veins occurred. Treated with kyphoplasty. Four cases of leakage in the adjacent disc. Treated with kyphoplasty. No additional information was reported.